Event description:
Caller reported that a malfunction occurred on a pump, displaying malfunction code 16, but no prior notable events were detected. There was no adverse impact to the customer's blood glucose level. Customer is to use multiple daily injections (mdi) as a backup therapy while tandem technical support arranged for a replacement pump. The faulty pump is under warranty until june 2027. Customer service confirmed the shipping address and provided instructions for placing the pump in storage mode and returning it. The caller understood and acknowledged all instructions, including programming settings and connecting their cgm to the new pump.